Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fexofenadine hydrochloride (allerfex) for allergy, bupropion hydrochloride (wellbutrin) for anxiety and depression, losartan for blood pressure high, propranolol and topiramate for migraine as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"). In 2015, the patient experienced affect lability ("emotional instability"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches/pain"). The patient was treated with cefixime (flexeril), diclofenac sodium, hydrocodone, tizanidine and surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, affect lability, dysmenorrhoea, pelvic pain, fatigue, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, affect lability, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fexofenadine hydrochloride (allerfex) for allergy, bupropion hydrochloride (wellbutrin) for anxiety and depression, losartan for blood pressure high, propranolol and topiramate for migraine as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain"). In 2015, the patient experienced affect lability ("emotional instability"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches/pain"). The patient was treated with cefixime (flexeril), diclofenac sodium, hydrocodone, tizanidine and surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, affect lability, dysmenorrhoea, pelvic pain, fatigue, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, affect lability, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: pif received: essure removal and implant date updated. Essure removal done. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.